Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient experienced an overfill that occurred in drain 1 of 1. The patient reported that the treatment information showed there was an overfill associated with pd treatment. The overfill event was indicated due to drain 1 being 5187 ml, which is 208% of the 2499ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. Patient did know how to do manual treatments to use in the absence of a cycler. This was an out of box failure. In a follow up, the patient verified the event and said there was no harm, intervention or adverse event. The patient did manuals until receiving a new cycler. The complaint cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment on the pump.there were visual no indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.valve actuation test ¿ passed.system air leak test ¿ passed.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient experienced an overfill that occurred in drain 1 of 1. The patient reported that the treatment information showed there was an overfill associated with pd treatment. The overfill event was indicated due to drain 1 being 5187 ml, which is 208% of the 2499ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. Patient did know how to do manual treatments to use in the absence of a cycler. This was an out of box failure. In a follow up, the patient verified the event and said there was no harm, intervention or adverse event. The patient did manuals until receiving a new cycler. The complaint cycler is available to return.